Event description:
It was reported that the patient was unable to place their system into MRI mode. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein both leads were replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. Further information was requested but not yet received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Additional information was received indicating that the patient had a fall prior to impedances and being unable to enter MRI mode.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.